Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient

Event description:
It was reported that approximately 55 months post-implant of a bifurcated device, an infrarenal aortic extension and a limb extension, a follow-up computed tomography scan identified an endoleak between the infrarenal aortic extension and the bifurcated device. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative. The review indicates: based on review of the op report, there appears to have been minimal overlap of the stent grafts. CT image was provided, however it was w/o contrast so it was unable to confirm an endoleak. Possible causes of this type of endoleak are aortic vessel tortuosity, improper stent sizing, stent graft migration and/or aneurysmal disease progression. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.